Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-00483. It was reported the patient experienced overstimulation down both legs while bending over to lift an object. As a result, stimulation became ineffective. Reportedly, diagnostic testing revealed high impedances on multiple lead contacts. In turn, reprogramming was attempted providing minimal coverage. X-ray imaging was scheduled as further evaluation. Follow-up identified surgical intervention was undertaken as the next course of action. During the procedure, both leads were explanted and replaced with new models. Effective therapy was restored postoperatively resolving the issue.